Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:one x-port isp MRI plastic port with 6 fr s/l polyurethane catheter was returned for evaluation. The sample was received disassembled with the catheter and cath-lock not connected to the port body. Large residue buildups were noted throughout the catheter which affected infusion and aspiration during functional testing. While the reported catheter detachment could not be confirmed, the investigation is confirmed for failure to infuse as the identified residue buildups affected infusion and aspiration during testing. It is possible that the identified infusion issue occurred as a result of the same failure that caused the reported catheter detachment, as an occlusion was originally reported with the catheter detachment. Additionally, it is likely that the identified residue buildup in the catheter contributed to the reported and identified issues. However, the root cause for the reported event could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a port catheter was unable to flush and unable to infuse and the port was allegedly occluded. The healthcare professional, allegedly performed a procedure to investigate the catheter issue and found it had disconnected. The catheter and port body were removed and will be replaced at a later date. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a port catheter was unable to flush, unable to infuse and the port was allegedly occluded. The healthcare professional, allegedly performed a procedure to investigate the catheter issue and found it had disconnected. The catheter and port body were removed and will be replaced at a later date. There was no reported patient injury.